Event description:
Reportable based on product analysis completed (B)(4) 2012. It was reported that during percutaneous transluminal angioplasty (pta) procedure a shaft kink occurred. The 95% stenosed lesion was located in the calcified and moderately tortuous artery below the patients knee. The shaft of the 4.00mm/1.5cm/140cm small peripheral cutting balloon shaft kinked during use. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned product analysis revealed the shaft was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned in 2 sections as a result of a break in the hypotube shaft 41.7cm from the strain relief. The shaft was also kinked at various locations. This type of damage is consistent with excessive force used during the procedure. No issues were noted with the tip, balloon, or blades. There was no damage to the remaining catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).